Manufacturer narrative:
This report is submitted on april 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection and wound breakdown at implant site; subsequently the patient underwent skin flap and skin revision surgery to debride the area, however the issue could not be resolved. The receiver-stimulator was explanted on (B)(6) 2018 and the electrode array remains in-situ.